Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010; inratio: 1.6; date: (B)(6) 2010; inratio: 1.6. Coumadin dose increased after 1.6 result on (B)(6) 2010. Pt is bridging with lovenox.

Manufacturer narrative:
Investigation pending.